Event description:
When performing a bariatric procedure and using the linear stapler in construction of the gastric pouch, upon firing the stapler, no staples were deployed causing the tissues within the stapler to be still divided but leaving two wide-open bleeding holes in the stomach. This left limited and poor tissue for construction of the pouch which had to be reconstructed and stapled. The pt developed a leak and in 2009, was taken back to surgery to repair the leak with revision of anastomosis and use of fibrin sealant. A week later, pt returned to surgery for egd with injection of fibrin sealant into anastomotic dehiscence. Six days later, pt again returned to surgery with resection of ileum.